Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received a line blocked alarm. Also stated that they changed out the tubing and it was fine for a while but got the alarm again. There was patient involvement and no patient injury.